Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain upper had not resolved, the vaginal haemorrhage, menorrhagia, nausea, bladder disorder and urinary tract disorder outcome was unknown and the cystitis and migraine was resolving. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cystitis, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, abdominal pain upper, cystitis and migraine was resolving and the vaginal haemorrhage, menorrhagia, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cystitis, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Event: pain: abdominal pain and stomach pain were updated to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding(general)') in a female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and abdominal pain upper had not resolved, the vaginal haemorrhage, menorrhagia, nausea, bladder disorder and urinary tract disorder outcome was unknown and the cystitis and migraine was resolving. The reporter considered abdominal pain, abdominal pain upper, bladder disorder, cystitis, genital haemorrhage, menorrhagia, migraine, nausea, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received. Essure lot number added. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to abdominal pain. Following events were added: abnormal bleeding(general), abnormal bleeding (vaginal), menorrhagia, bladder infection, migraines / headaches, nausea, bladder problems, urinary tract disorder and stomach pain. Event severity added for: abdominal pain. Event outcome added for: bladder infection, migraines / headaches, abdominal pain and stomach pain. Reporters, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.